Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported insulin was not observed exiting the infusion set tubing or the cartridge tubing during the load fill tubing sequence. The customer's blood glucose level was not impacted. Tandem technical support advised the customer to perform a cartridge change to resolve the issue. Tandem technical support attempted to contact the customer multiple times to ensure the issue was resolved; however, no response was received.